Manufacturer narrative:
The site declined to return the device to csi for analysis. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Event description:
Three treatments were administered with a diamondback coronary orbital atherectomy device (oad) on low speed in the mid left anterior descending artery (lad). Imaging thereafter revealed a perforation. The oad was turned off and removed from the patient. An angioplasty balloon was then used for tamponade; it was inflated three times for five minutes each. Contrast injections and imaging were performed between each inflation. Contrast blushing was confirmed to have ceased, and two stents were deployed to complete the procedure. The patient was stable.